Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported on 07/15/2022 by a facility representative via sems that an ar-1934pi-30nitinol wire would not fit through the dilator in the percutaneous kit.. This was discovered during a case with no patient harm. Per facility: "during a superior capsular reconstruction, the surgeon was trying to insert some 3.0 suturetaks percutaneously on the glenoid. When doing the sequential steps to insert the anchors percutaneously with the kit, the nitinol wire would not fit through the dilator in the percutaneous kit. The sizing was very off it seems, therefore the kit was unable to be used due to it not functioning properly. We had to discard the kit and open a new one. The kit was very clearly defective"